Event description:
The customer reported false reactive architect cmv igg results for one pregnant female patient generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6): (B)(6) 2025: first result = > 250 au/ml. (B)(6) 2025: second result (1:10 dilution) = 117 au/ml; repeat result undiluted = < 6 au/ml; repeat result undiluted again = < 6 au/ml. All testing was done on the same instrument. Sample was tested on the cobas platform and generated a negative result. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2025-00139 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: sid (B)(6) (complete sample ID as it exceeded the allowable characters in this field) all available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Manufacturer narrative:
Service was dispatched due to the customer reporting false elevated architect cmv igm results on the architect i2000sr, serial number (B)(6). Service checked, cleaned and replaced multiple parts, however the manifold, pre-trig/trig 11.9 (rohs)_part number 7-77651-02 was determined the cause for the module generating the false elevated result, due to the part not returning good results when the verification test was performed. The replacement of the manifold, pre-trig/trig 11.9 (rohs) resolved the issue. The service history of the (B)(6) verifies no subsequent false elevated cmv igm results have been reported since the current issue was identified. A review of tracking and trending data for the architect i2000sr did not identify increase complaint activity regarding the current issue. Additionally, review of tracking and trending data associated with the manifold, pre-trig/trig 11.9 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i2000sr, serial number (B)(6) or the manifold, pre-trig/trig 11.9 (rohs) were identified.

Event description:
The customer reported false reactive architect cmv igg results for one pregnant female patient generated on the architect i2000sr analyzer. The following data was provided: sid (B)(6): (B)(6) 2025: first result = > 250 au/ml. (B)(6) 2025: second result (1:10 dilution) = 117 au/ml; repeat result undiluted = < 6 au/ml; repeat. Result undiluted again = < 6 au/ml. All testing was done on the same instrument. Sample was tested on the cobas platform and generated a negative result. There was no impact to patient management reported.